Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the colon during an endoscopic mucosal resection (emr) procedure on (B)(6) 2015. According to the complainant, during the procedure, the device failed to deliver electrical current to the lesion. They reconnected the cord but the issue was not resolved. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of snare failure to deliver energy. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found no anomalies. Electrical testing was performed, and the device passed the resistance test. The complaint that the device failed to deliver current was not confirmed. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the colon during an endoscopic mucosal resection (emr) procedure on (B)(6) 2015. According to the complainant, during the procedure, the device failed to deliver electrical current to the lesion. They reconnected the cord but the issue was not resolved. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.